Manufacturer narrative:
This is a correction final report for MFR report number. Updated coding grids.

Event description:
It was reported to philips that the tempus pro has been noted as having the 12 lead heart icon missing. It was not in clinical use and no patient or user harm.